Event description:
The customer contact reported an adverse event while the device was in use. At an unspecified time, the device was programmed to delivery morphine 1 mg/ml in the pca only mode, with a 3 mg pca dose, and a 10 minute patient lockout. No further programming parameters were provided. After one hour, the device was reprogrammed with an 8 minute patient lockout for unrelieved pain. An hour later, the patient continued to complain of unrelieved pain. At this time, the syringe was replaced and the device was reprogrammed to deliver morphine 5 mg/ml. After four hours, the nurse found the patient unresponsive with a decreased respiratory rate. The patient was treated with an unspecified amount of narcan and was able to be aroused. There were no reported adverse patient sequelae. Therapy was discontinued and the device was removed from clinical service. During testing at the user facility, the device passed testing. The customer contact reported that it had been determined that "the patient was ordered a high dose and kept pressing the button every minute" resulting in the patient being "oversedated." Though requested the customer declined to provide additional information.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. The history was downloaded at user facility. Review of the history indicated in 2008 at 1902, pump was programmed for pca only mode, a 3 mg pca dose, a 10 min pt lockout, 2 mg load dose & no 4 hr limit selected. Between 1906 & 2002, there were five 3 mg pca deliveries & 41 unmet pt demands. At 2003 door opened, locked & 1 mg load dose was delivered. Between 2004 & 2005, there were 11 unmet pt demands, door opened & pump reprogrammed for 8 min pt lockout. Between 2008 & 2046, there were four 3 mg pca deliveries & 11 unmet pt demands. Between 2051 & 2059, there was one 1.3 mg partial pca delivery, an empty syringe alarm, 2 unmet pt demands, door opened & there was a vial, check syringe & injector alarm. At 2059, pump reprogrammed for a 5 mg/ml concentration. At 2101 & 2325, there were eleven 3 mg pca deliveries & 9 unmet pt demands. Date stamp of the next day occurred. At 0101, door opened & pump was powered off. At 0127, there was door alarm, door locked, check set alarm & pump was powered on & off. At 0456, pump was powered on & reprogrammed for a 1 mg/ml concentration. At 0457, there was check vial, check syringe alarm & pump was powered off. Review of history indicates pump delivered as programmed.